Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received an unexpected restart alarm during normal use. Insulin pump was not stored or not in use for an extended period of time. During troubleshooting, alarm history also showed an external ram crc error alarm. Customer's blood glucose was 119 mg/dl. Customer was advised to monitor insulin pump and call back should issue persist.